Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was treated with tobramycin (intraperitoneally (ip), dose, and frequency not reported), cipro (oral, dose, and frequency not reported), and zyvox (intravenously (IV), dose, and frequency not reported). The cause of the peritonitis was reported to be from diarrhea. The patient was discharged from the hospital after four days and was reported to be recovering at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i08025 and h13j03124 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).